Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to communicate with the glucose sensor simulator due to corroded electronic assemblies.

Event description:
The customer reported via phone call that pump errors alarms . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.